Event description:
Pt had a thoracotomy and was ambulatory prior to event. Pt in ICU who desaturated in the 50's and the nellcor sat machine did not alarm. Family member was in room and alerted the staff. Pt now on ventilator.